Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2014-65116 for the insulin pump and 2032227-2014-65123 for sensor.

Event description:
Customer reported that he is no longer using the sensor feature because he experienced problems with it. Customer complained about receiving several glucose alerts during the night and experiencing high blood glucose; his wife had to give a manual injection. Customer stated that he has not worn it for a month and does not wish to use it again because it was ruining his diabetes. His blood glucose was over 300 mg/dl and since he has been off the sensor his blood glucose value does not go over 144 mg/dl. Customer stated that the first time he inserted a sensor, the cannula was bent at a 45 degree angle. Customer experienced pain and made him bleed. He stated that the serter does not release the sensor and had issues multiple times. Customer stated that these did not end up causing a serious injury; customer was not hospitalized. Nothing further reported.